Event description:
During the surgical procedure, the wec-pen [non-valleylab electrosurgical accessory] was placed on the patient's thigh. The pen remained on, burning the patient through the ioban [mgf brand] drape. The pen was removed from the patient and did not turn off until the electrocautery unit was unplugged. The surgeon excised the burn during the surgical procedure.